Manufacturer narrative:
There was no reported patient involvement. Therefore, this information is not applicable. There is no established expiration date for this device. The surgical table is not an implantable device. The surgical table is not an explantable device. Evaluation summary - the filed technician found a surgical table with a damaged control cable and hoses. The table reportedly still functioned. However, hydraulic fluid was leaking. This table was not in an operating room, and it was not being used during a procedure. Not securing the hydraulic hose can lead to energy chain moving out of alignment. This would lead to a higher potential for the cutting of the energy chain, cables, and hoses. Cutting of the hydraulic hose could potentially lead to the table to immediately drop into trendelenburg, posing risk to patient health.

Event description:
According to the initial reporter, a surgical table had been found with a damaged control cable and hoses. There has been no report of patient involvement and no report of adverse consequences as a result thereof.